Event description:
Left total knee arthroplasty with white side's type component 9/95. 11/10/97 - underwent left knee exploration that revealed catastrophic polyethylene failure with retained osteophytes. Removal of osteophytes, patellaplasty performed with removal of polyethlene line. Soft tissue balancing was performed and the pt had an 18mm polyethylene line inserted.